Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It also indicated atrial pacing capture threshold was elevated, there was a p-wave amplitude measurement issue, and that there was atrial oversensing due to ffrw (far-field r-waves). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead t-wave oversensing (twos) was observed, however, due to the ectopic suit, the physician was not sure of the twos. It was then noted there was far field r-wave (ffrw) oversensing from the right atrial (ra) lead, along with an increase in atrial pace impedance that began fluctuating a few months prior. In addition, there was a decrease in the atrial p-wave sensing and a high ra pacing threshold noted. The physician had upped the rv sensitivity parameters and changed to bipolar pacing configuration, however, the twos was still observed. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.